Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor will not power up using the customer returned power supply, however the monitor does power up using a known good power supply.

Event description:
It was reported that the carelink monitor was not receiving power. A new power cord will be sent. No patient complications have been reported as a result of this event.